Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, the device was interrogated and presented with a sudden drop in battery longevity. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received from technical support indicates that the devices battery had depleted normally but that that the longevity was overestimated.

Manufacturer narrative:
Customer complaint of premature battery depletion and incorrect measurement was not confirmed. Device was received in normal range of operation. Analysis of device image indicates that auto-capture feature was enabled and device was pacing in high output mode at times. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.